Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues. The following information was provided by the initial reporter: we had the tubing on - set the injector to 7ml/s and it pressure limited (above our range of 300psi) and only allowed 6.4ml/s to travel through. Once the saline kicked in after the contrast it allowed the saline to travel at 7ml/s.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-feb-2022. H.6. Investigation: a 20039e7d sample was received for investigation in opened packaging from lot 21016658; residual fluid was present in the sample. A connecting bd posiflush sp syringe was also received to assist the investigation. No further information was available to assist the investigation in this instance. Functional testing involved connecting the 20039e7d sample to a bd plastipak 50ml syringe from stock, and a syringe pump was used to flush fluid through at the maximum flow setting. No flow restriction or alarms were observed throughout testing. A review of the production records for lot 21016658 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. However from analysis of the feedback provided by the customer it appears that the flow rate is only reduced during the injection of the contrast, and there are no issues during injection of saline; in this instance the reduced flow rate may be due to the viscosity of the contrast fluid being too high in order to maintain the required flow rate at the pressure limit that the pump is set to, which results in the pump reducing the flow rate to meet the pressure requirements.

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues. The following information was provided by the initial reporter: we had the tubing on - set the injector to 7ml/s and it pressure limited (above our range of 300psi) and only allowed 6.4ml/s to travel through. Once the saline kicked in after the contrast it allowed the saline to travel at 7ml/s.